Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on this left ventricular (lv) lead were intermittently high out of range. The patient's pulse generator was explanted and replaced due to normal battery depletion. During the procedure, this lv lead was fluoroscopically evaluated, which did not reveal any issues. Impedances were within range at the time of generator replacement. This lv lead remains in service with the patient's new pulse generator. No adverse patient effects were reported.